Manufacturer narrative:
He final position of the valve (10:0 a/v should have said 90:10 a/v). Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien 3 valve too aortic has the potential can obstruct the coronary ostia. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported s3 valve landing in a too-aortic position post deployment cannot be cannot be confirmed. However, it is possible that patient factors (i.e. Borderline annular diameter for a 23mm s3 valve with moderate calcification) in combination with some unknown procedural factors (e.g. Stored tension) may have caused the balloon to move upwards during deployment. The damage to the coronary stent was likely due to the valve malposition in combination with the low origin of the lmt and the coronary stent protrusion from the ostium. There was no allegation or indication of device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, during a transfemoral tavr procedure, a sapien 3 (s3) valve was implanted in a too aortic position. Post deployment, a deformity of the coronary stent occurred from a protruding length of stent and angioplasty was required to be performed. The patient had a history of a pci with a stent of the left main trunk (lmt). The stent protruded 5 mm from the lmt ostium. The lmt height and the sov diameter measured 8 mm and 27 mm respectively. The length from the stent edge to contralateral vascular wall measured 25mm. Considering that the s3 valve would interfere with the stent, the left coronary artery (lca) was protected with a 3.0 mm balloon catheter. During a balloon aortic valvuloplasty (bav), the bav balloon seemed to touch the stent. Vital signs unchanged. A 23 mm s3 valve was placed in a 60:40 aortic/ventricular (a/v) position and deployed with nominal volume. The balloon of delivery system (ds) moved aortic during deployment and the s3 valve was implanted in a final 90:10 a/v position. A deformity of the stent was observed and an angioplasty was performed with the 3.0 mm balloon placed in the lca. The stent was confirmed expanded by ivus and the tavr procedure was completed. Since the s3 valve position was secured in the annulus, the procedure was completed. The stent deformity was related to the lower lmt height and the stent protrusion than the valve malposition. The cause of the ds balloon movement during deployment was reported unknown. The aortic valve annular diameter measured 18.9mm by tte with moderate calcification. The sinotubular junction (stj) diameter measured 23.0mm.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, a sapien 3 (s3) valve was implanted in a too aortic position. Post deployment, a deformity of the coronary stent protruding length was observed and angioplasty was performed. The patient had a history of a pci with a stent for the left main trunk (lmt). The stent was protruded 5 mm from the lmt ostium. The lmt height and the sov diameter measured 8 mm and 27 mm respectively. The length from the stent edge to contralateral vascular wall measured 25 mm. Considering that the s3 valve would interfere with the stent, the left coronary artery (lca) was protected with a 3.0 mm balloon catheter. During a balloon aortic valvuloplasty (bav), the bav balloon seemed to touch the stent. Vital signs unchanged. A 23 mm s3 valve was placed in a 60:40 aortic/ventricular (a/v) position and deployed with nominal volume. The balloon of delivery system (ds) moved aortic during deployment and the s3 valve was implanted in a final 10:0 a/v position. A deformity of the stent was observed and an angioplasty was performed with the 3.0 mm balloon placed in the lca. The stent was confirmed expanded by ivus and the tavr procedure was completed. Since the s3 valve position was secured in the annulus, the procedure was completed.. The stent deformity was related to the lower lmt height and the stent protrusion than the valve malposition. The cause of the ds balloon moving was reported unknown.